Manufacturer narrative:
Additional information: it was learnt that there has been no explant yet, surgeon is going to do the other eye first to see if this helps the situation. Np further information provided. Device evaluation: product testing could not be performed because the product was not returned. The reported complaint was not confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. The search revealed that no similar complaints were received for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
If explanted, give date: not applicable; however an explant is scheduled. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient experienced extreme halos and glare in his left eye post operation with symptoms of impaired vision and unsatisfactory outcomes. A secondary surgery/explant is planned. No other information provided. Post operative refraction: 0.50+0.75x95.